Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "broken battery pins charger," which was observed during physical inspection as depressed battery pins and considered confirmed. Evaluation found that (B)(4) of (B)(4) ((B)(4))) battery contact pins were fully depressed and unable to rebound as designed. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had "broken battery pins charger," which was clarified during baxter's evaluation as depressed battery pins. It was also reported there was no patient involvement.